Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the video system center did not display an endoscopic image. The issue was identified at the time of inspection for use. There were no reports of patient involvement.